Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown); sigphandle, sig power sigphandle handle (serial# (B)(6); sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after firing the device, it was articulated and used but did not return to straight even pressing and holding the upper button or pressing the left or right buttons. For that reason, it was pulled out of the port. When the scrub nurse operated the device outside, it was straightened and the cartridge was removed. After that, it was confirmed that a file error was displayed. After the ¿file error¿ was displayed, the handle became black out and did not respond at all. There was no patient injury.